Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the subject device became almost invisible. The issue was found during an endoscopic retrograde cholangiopancreatography (ercp) therapeutic procedure and was completed using an olympus backup device. There were no reports of patient harm.